Manufacturer narrative:
Bci reviewed the results provided by the customer, and found the differences between the original and repeat results were all within the precision of the assays. Per the customer, qc prior to and after the event was within the established ranges. Bci field service engineer (fse) found co2 ports cloudy and build-up on the chloride electrode. The fse removed and cleaned the flow cell. The fse replaced the carbon bridge, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous ise (ion-selective electrode) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. When anion gaps started to recover low, the system was re-calibrated and the samples were rerun. The results are shown in the attached file. The reports were amended. Patient treatment was not initiated or withheld based upon the results reported.